Event description:
It was reported that the wheel bent and end user fell. He was hospitalized. No serious injury found.

Manufacturer narrative:
The end-user reported he was sitting on the seat of the rollator when suddenly the rod of the front wheel bent and he fell. He hurt his back and was hospitalized for three days. They were not able to identify any fractures or other specific injuries. The sample was evaluated. The right front wheel was bent at the bolt and the tire/wheel was offset, indicating a bent axle/fork. This kind of damage to the wheel assembly itself is not likely to be induced by the bolt bending. These chairs are each tested and approved per "iso11199-2:2005 walking aids manipulated by both arms - requirements and test methods - part 2: rollators" standards. Based on this testing protocol, the bending that occurred in this complaint does not indicate that it resulted from normal usage. The bottom of the leg and the bolt on the top of the caster was bent inward, indicating a blunt impact at the front of the caster pushing it back towards the rear of the unit. Also, the axle of the caster itself was bent causing the wheel to rub along the inside of the caster fork. The bending of the frame and bolt is most likely due to an impact that the wheel received. Also, upon receiving the sample we found grass and dirt around the inner hub of the wheels. This suggests use on uneven ground which increases the likelihood of a wheel catching on an object or exposure to a blunt impact, such as against a rock or an exposed root. These findings indicate that the rollator and wheel bent because of an external force and not due to normal loading conditions. Based on the info obtained from the sample eval, we have determined the incident was not caused by a product failure/defect. However, due to the fact that the end user was hospitalized, this MDR being filed.